Event description:
Information was received via medwatch report. The procedure was being performed on a (B)(6) old male patient with sepsis and cancer. It was reported the radial artery catheterization device was introduced for arterial line. Introducer removed and while the physician was removing the guide wire it seemed to stick and was removed. An x-ray was done and showed retained piece of device in the radial artery. Unable to remove the device. No known injury to the patient from this occurrence. Visual inspection of device used appears on outer lining is missing.

Manufacturer narrative:
(B)(4). The device will not be returned.